Event description:
It was reported that the implanted neurostimulator (ins) appeared to display an incorrect battery level, indicating a higher level than expected when connected to the recharger. No environmental, external, or patient-related contributing factors were identified. A review of the patient¿s recharge history revealed inconsistencies between the recharge interval and battery levels. Guidance was provided to the patient¿s parents to monitor charging more closely and to keep the battery extra full, as the patient had been in status dystonicus for 6 weeks and was incredibly fragile. The issue was considered resolved at the time of the report. Additional information was received indicating that this patient had just been discharged from the pediatric intensive care unit (picu) to the neurology ward due to their status dystonicus. An incorrect battery level caused the device to go off and could have had catastrophic consequences. The battery was checked the day before: it was at 50%, then went to off, then to 10%, and after an apparent 3-minute recharge, up to 30%. The manufacturer representative provided additional information indicating that the etiology of the patient¿s ongoing status dystonicus remains unknown. The condition was not considered related to the device, and the physician and the clinical account confirmed the information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.